Event description:
Pt underwent hip revision surgery in 2009 due to a modular stem/pin failure, 68 months after initial surgery which was performed in 2002. No complications were reported at the first follow-up exam in 2009.

Manufacturer narrative:
Mechanical test performed on similar device.